Event description:
It was reported to philips by the customer that the unit was not registering tidal volume. The customer reported that the unit was outside of clinical use when the reported issue was discovered. The initial reporter also confirmed that there was no patient/user harm or injury. Remote service engineer (rse) discussed performing s/t performance tests, pressure tests, and flow testing per the service manual. They also discussed the replacement of the data acquisition (da) printed circuit board assembly (pcba) or the flow sensor assembly depending on the results of testing. After performing testing, the customer reported that the device failed the flow accuracy test. This is pending repair. The customer took responsibility to repair the unit and requested part identification (ID) for the gas delivery subsystem. Rse provided the customer with the gds part number and reported that customer would order a gds per his choice instead of the air/ o2 flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/21/2022, 10/05/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.